Event description:
It was intended to use an endeavor resolute 3.00 x 30 mm rx drug eluting stent to treat a 30 mm lesion. It is reported that the vessel was moderately tortuous, moderately calcified and had 85% stenosis. The vessel was predilated with a non-medtronic balloon. An attempt to implant the stent was made, however the stent couldn't pass the lesion. The stent was then examined and it was discovered a strut was damaged. No reported patient complications. Please note that this device (endeavor resolute) is distributed outside the united states: however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: (root cause could not be identified). Inherent risk of procedure (stent deformation). No results available since no evaluation was performed (device or procedural images were not returned for review). Evaluation conclusions: inherent risk of procedure (stent deformation). Unable to confirm complaint (device or procedural images were not returned for review). (Root cause could not be identified). (B)(4).

Manufacturer narrative:
Evaluation, results: patient¿s condition affected effectiveness of device (lesion morphology).

Event description:
Evaluation summary: the hypotube was kinked approximately 0.83cm distal to the end of the strain relief. The stent was positioned correctly on the balloon between the inner shaft markers as per specification requirements. Multiple struts from the 10th and 11th proximal stent segments were deformed.